Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation, when the mandrel was removed from the tip of the microcatheter after steam shaping of the tip, the radio opaque marker came off. There was no patient involvement.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition after unpacking, and the reported event occurred during preparation. An assignable cause of handling damage will be assigned to the reported event as the issue appeared to have occurred during preparation of the device.

Event description:
It was reported that during preparation, when the mandrel was removed from the tip of the microcatheter after steam shaping of the tip, the radio opaque marker came off. There was no patient involvement.